Event description:
It was reported that following the transaortic implant of a 23mm sapien valve, the patient¿s blood pressure dropped and significant arterial blood loss was noted in the chest cavity. Initially, after exposure was made, while the surgeon was preparing to access the aorta, the cardiologist noted that the tee probe was visible in the incision site in the chest; the esophagus had ruptured. A brief discussion was held and it was determined that they would proceed with valve deployment using only tte and following the valve deployment a gi surgeon would repair the esophageal rupture. The surgical team proceeded to deploy sapien valve in a 50:50 position with a very slow deployment. Following deployment moderate ai was noted on tte and aortogram; the surgical team elected to post-dilate with 1cc additional volume in the delivery balloon. Fluroscopy following post-dilatation showed an improvement of the ai, to trace-mild. No evidence of annular rupture was seen on aortogram; however, it was noted on aortogram and tte that a small ventricular septal defect (vsd) was now present. It is unclear if this occurred during bav with a z-med balloon or during valve deployment; no cine images of the bav portion of the procedure were saved. The sheath was removed and the aortic access site was closed. While the gi surgeon prepped to repair the esophageal rupture, the patient became hypotensive again. Anesthesia gave medication to increase the blood pressure and preparations to place balloon pump were started. However, the patient¿s blood pressure was overshot, with systolic pressure in the 250s, and remained there for at least 5 minutes. After approximately 5-10 minutes the cts noted significant arterial blood loss in the chest cavity. Blood was transfused, a total of 3 units during procedure. The patient was suctioned and the sternotomy was increased in size to attempt to locate bleeding site. The patient became more hemodynamically unstable and ultimately expired. Per the cts and the cardiologist, it was unclear as to the exact site of bleeding in the chest, as visibility was impaired due to blood in the chest cavity. They felt the vascular complication was related to the elevated blood pressure, and the bleeding was possibly from the aortotomy access site or aortic root.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, the exact source/cause of the bleeding could not be confirmed. However, patient factors (advanced age) and procedural factors (sustained high systolic blood pressure) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.